Event description:
It was reported the cleaning brush was unable to be inserted into the scope. When attempting to put the hedgehog through it, it wouldn't go all the way through and a black piece fell out. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed likely due to a restriction in the suction cylinder and tear/scrape marks in the biopsy channel. Based on the results of the investigation and the information provided, it is likely due to component failure without any design or manufacturing issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.